Manufacturer narrative:
Device eval by MFR: the returned device consisted of a watchman delivery system (wds) with the implant in the sheath, and blood in the device. Inspection revealed no damage or defect. Examination under the microscope found the tip was damaged as the tri-cuts were flared, and abrasions were within the sheath tip. The implant had anchor damage. Product analysis could not confirm the reported event as clinical circumstances could not be replicated, and there was no damage to the implant other than use.

Event description:
It was reported that the device was difficult to recapture. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 30mm watchman laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa of the patient, but it did not meet release criteria and the physician recaptured the device. The physician experienced some difficulty when fully recapturing the closure device. The device was removed from the patient and a new wds was then used to complete the procedure. The patient did not experience any complications as a result of this event.

Event description:
It was reported that the device was difficult to recapture. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 30mm watchman laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa of the patient, but it did not meet release criteria and the physician recaptured the device. The physician experienced some difficulty when fully recapturing the closure device. The device was removed from the patient and a new wds was then used to complete the procedure. The patient did not experience any complications as a result of this event.